Event description:
A customer reported to baxter product surveillance of a clear link set in which an unknown breakage occurred at an unknown position of a stopcock and/or tubing. The specific condition and specific alleged defect were unclear since the customer did not have that much clinical knowledge of the device. There was no patient involvement or medical intervention reported. The sample is contaminated with blood. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. Visual inspection was performed to the sample and the male luer inlet attached to the stopcock assembly was broken off the male luer. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.